Event description:
It was reported that during a clinic visit, an error message was displayed when attempting to interrogate the pulse generator. A magnet rate was obtained. The patient did not want to stay at the clinic any longer and went home. No intervention or patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated that an attempt to interrogate the device using the merlin pcs resulted in an error message. The device was interrogated using a merlin at home transmitter and the transmission was successful.